Event description:
Report received of a "tubing split" during use with a power injector. Reportedly, the extension set was used with a medrad injector during an unspecified computerized tomography (CT) scan. During the CT scan, contrast was injected at an unspecified rate and psi. Reportedly the injection was made while the clamp was in the closed position on the set. After an unspecified length of time the tubing reportedly "split." There was no reported blood loss. The IV access site was discontinued and restarted in the opposite arm. The CT scan was then completed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.